Manufacturer narrative:
Further information was requested but not received. Additional information: b1, b2, b5, d10, h1, h3, h6.

Event description:
New information states that the device was explanted.

Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested, and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
Related manufacturer reference number: 2938836-2020-08185, related manufacturer reference number: 2938836-2020-08186. New information states that the system was replaced electively for competitive system implant on (B)(6) 2020. No malfunction allegation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2020-06843. It was reported that the packing dependent patient presented with non-sustained right ventricular oversensing. Upon review, it was noted that the episodes were a result of loss of capture. The cardiac resynchronization therapy defibrillator was reprogrammed. The left ventricular lead impedance was also noted to be low.